Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a loss of connection occurred.the product was evaluated. An external visual inspection was performed and passed. Receiver pairing test: passed. Receiver charged and will boot: passed. Receiver functional test: passed all relevant testing. Case opened for interior inspection: passed (no moisture damage). Data was received but does not reflect full investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).